Event description:
It was reported they were not able to adjust stimulation. They saw a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient didn¿t feel normal. They interrogated the device with the patient programmer and that is when they saw the message. The patient had shoulder surgery on (B)(6) 2014. They did not know which shoulder was operated on. The patient had significant tremor symptoms and they did not notice full return of symptoms but only mentioned that he didn¿t feel right. It was further reported the patient had 50% or greater symptom reduction. The cause of the event was possibly determined and it was not device related and reprogramming was not needed. The patient had shoulder surgery on the opposite side of the body and the implantable neurostimulator (ins) was not turned off. All impedances and grouping was all okay. The oor message was no longer present with interrogation of the clinician programmer. The patient did not experience a loss of therapeutic effect and it was unknown if the patient had a loss of stimulation. The patient recovered without permanent impairment. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v712879, implanted: (B)(6) 2011, product type: lead. (B)(4).